Event description:
It was reported by the patient post cardiac catheterization, an angio-seal was used to seal the right femoral arterial puncture site. The patient was discharged. Sixteen hours later, the patient experienced bleeding at the puncture site and a hematoma formed. An ambulance brought the patient to the emergency room. The hematoma, a size of a football, was evaluated and the physician stated the hematoma had stopped the bleeding. The patient was sent home. Aspirin was never stopped prior to, or after the angiogram procedure. The patient was told to stop taking aspirin by the emergency room doctor. The cardiologist has never returned any phone calls to the patient. The patient continues to have pain and bruising at the puncture site. Reportedly, the patient is doing fine.

Manufacturer narrative:
No components were returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the hematoma and bleeding could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device, or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.